Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors. Customer changed the battery for first time and then zero out. Customer was able to rewind and successfully able to clear the alarm. Fill cannula was recorded in daily history. The self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68/49/4/75/23/53 alarm noted during testing. However, pump error 53 alarm found in the device history file due to moisture damaged electronic assembly on electrical board.